Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil was not properly placed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain"), medical device discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, device dislocation, medical device discomfort, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case 2019-004322. This case was deleted from the bayer database as all the information has been transferred from this case to retention case. No new follow-up information was received from the reporter. This case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her right essure coil was not properly placed. This event, seen as device dislocation, is listed in the reference safety information for essure. During essure use, the device may dislocate into fallopian tubes. Although in this case, the exact date and mechanism of this dislocation were not informed, given event's nature per se, causal relationship between reported event and essure use cannot be excluded. Nor intervention, neither interventions related to device was informed, hence this case is not regarded as incident. Non-serious events were also reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.